Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial lobectomy, when cutting through the parenchyma, there was no issue with the first load. The new loading unit's jaws did not open after the device was clamped over the tissue. The stapler was disassembled by the surgeon to open the jaws and a new handle was used to resolve the issue. There was no patient injury.